Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
On (B)(6), 2025, the patient had been wearing the pod for approximately 24 hours on the arm. His blood glucose levels (bg) were 0 mg/dl and he lost of consciousness. The patient's wife called an ambulance and emergency medical technicians removed the pod and administered a glucose drip, which rapidly increased the patient's bg levels. Despite stabilization, hospital staff withheld insulin for 6-7 hours, preventing normalization of bg levels. The patient ultimately discharged himself after 12 hours of hospitalization, self-administered insulin, and restored his glucose levels to normal.